Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the right plunger case was cracked. A review of the event history log identified force sensor test error in the history. During functional testing the reported issue of force sensor error was found during start up. The root cause of this issue was due to customer damaged the force sensor cable during either the disassembly or reassembly of the plunger head. Replaced the force sensor. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.